Event description:
The customer reported the system locked up and a cine function was inoperable. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Several circuit boards were replaced. The system was then found to be operating as intended.